Event description:
The health care professional reported the stimulator site was revised because the stimulator placement was a problem. It was unk what the problem was, but the stimulator was moved to the pt's left abdominal/ribcage area. The revised stimulator site was improved. The hcp said the device was reprogrammed. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).